Event description:
It was reported that the patient observed a red blinking light on the remote home monitoring communicator. Technical services (ts) assisted the patient in completing a successful remote transmission. Data uploaded into the remote home monitoring system showed that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was referred to the clinic. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient was scheduled for magnetic resonance imaging (MRI). Interrogation of the associated pacemaker noted the presence of continued intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was also noted that the clinic had reprogrammed the device to aair with unipolar rv sensing following the previous reported out of range pacing impedance measurements with activation of the lss feature. A company representative contacted ts to inquire if the system was MRI conditional. Ts reviewed stored device data in the remote home monitoring system and noted many noisy rv episodes detected prior to the aair programming due to oversensing. The noise was felt to be related to the bipolar pace/sense configuration after activation of the lss feature. Technical services discussed that the system does not meet labeling for an MRI and indicated that it's the physician's discretion whether or not to perform an MRI. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an MRI was not performed as planned. It was noted that the patient does not require rv pacing, so the physician opted to leave the device programmed aair and continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient observed a red blinking light on the remote home monitoring communicator. Technical services (ts) assisted the patient in completing a successful remote transmission. Data uploaded into the remote home monitoring system showed that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was referred to the clinic. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient was scheduled for magnetic resonance imaging (MRI). Interrogation of the associated pacemaker noted the presence of continued intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was also noted that the clinic had reprogrammed the device to aair with unipolar rv sensing following the previous reported out of range pacing impedance measurements with activation of the lss feature. A company representative contacted ts to inquire if the system was MRI conditional. Ts reviewed stored device data in the remote home monitoring system and noted many noisy rv episodes detected prior to the aair programming due to oversensing. The noise was felt to be related to the bipolar pace/sense configuration after activation of the lss feature. Technical services discussed that the system does not meet labeling for an MRI and indicated that it's the physician's discretion whether or not to perform an MRI. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient observed a red blinking light on the remote home monitoring communicator. Technical services (ts) assisted the patient in completing a successful remote transmission. Data uploaded into the remote home monitoring system showed that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was referred to the clinic. No adverse patient effects were reported. This device remains in service.